Manufacturer narrative:
(B)(4). The device was returned and evaluated by the baxter product analysis lab (pal). The device was determined to meet functional and electrical performance specification requirements per rite testing. The device passed both the homechoice return instrument test and evaluation (rite) electrical test and the rite functional test. Review of the returned device logs revealed patient data from (B)(4) 2011 to (B)(4) 2011 and recorded no device anomalies and no instances of increased intraperitoneal volume (iipv). No failure or malfunction was identified that could have caused or contributed to the patient passing away. The device functioned normally during pal testing. Review of the device history record and device service history revealed no issues that may have caused or contributed to the patient passing away.

Manufacturer narrative:
(B)(4). The device will be returned to baxter for evaluation. Should additional information become available a follow-up will be submitted.

Event description:
A customer contacted baxter's technical service center to report a patient death. The caregiver (cg) stated the home patient (hp) passed away on (B)(6) 2011. The patient was not connected to the homechoice device at the time of death. The cg stated the hp was breathing and then just stopped. The cg stated the cause of death was natural causes.